Event description:
A surgeon reported that a pt has rainbow glare in the right eye following lasik surgery. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).